Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report unable to be reviewed as no lot number was provided.

Event description:
It was reported that the valve cap came off during the procedure. Per photo evidence, no parts fell inside patient as it is still attached to the device. No harm or consequences to the patient were reported.

Manufacturer narrative:
The customer returned the device for evaluation to the manufacturer. The device was examined under magnification and no trace of adhesive was found on either the cap or the introducer hub. Based on this evidence, it appears that the cap was not properly adhered to the introducer hub.